Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the biomedical technician who revealed the following. Following the event, the machine was removed from service for evaluation. A visual examination of the device performed by the biomed revealed that the distribution board's terminal block, along with the wire connecting this component to the power supply's triac, were burnt. No additional component damage was identified. The biomed replaced the distribution board, the heater triac, and the heating element which resolved the issue. The power cord and power plug were also replaced as a preventative measure, as both components were hot to the touch, but neither part was visibly damaged. Following the part replacements, the system was restored to full functionality. Functional testing performed by the biomed confirmed the machine was operating properly. The unit has been returned to service at the user facility with no recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4) no parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The biomedical technician (bmt) of an in-center hemodialysis (hd) user facility reported physical damage, consistent with excessive heat, to components within the 2008k2 hd machine. The biomed revealed that a patient was undergoing a routinely scheduled hd treatment when the unit generated a lot temperature alarm. The hd treatment was halted, the blood within the extracorporeal circuit was rinsed back, and then the patient was transferred to and setup on a different machine. The patient's hd treatment was continued and successfully completed with no further issues being reported. No patient adverse effects were experienced and no medical intervention was required as a result of this event. Following the event, the machine was removed from service for evaluation. The biomed noted that a burning smell was present. However, no flames or sparks were observed, and no smoke was visible. The unit was then visually examined which revealed that the distribution board's terminal block, along with the wire connecting this component to the power supply's triac, was burnt. No additional component damage was identified. The biomed replaced the distribution board, the heater triac, and the heating element which resolved the issue. The power cord and power plug were also replaced as a preventative measure, as both components were hot to the touch, but neither part was visibly damaged. Following the part replacements, the system was restored to full functionality. Functional testing performed by the biomed confirmed the machine was operating properly. The unit has been returned to service at the user facility with no recurrence of the event as reported. No replaced components were available to be returned to the manufacturer for evaluation as all parts were discarded by the user facility.